Event description:
According to the reporter, during a coelioscopy procedure while inserting the bladed trocar with fixation cannula, blue pieces disengaged from the plastic of the trocar and into the patient cavity. The surgeon was unable to retrieve all of the pieces and they remain in the patient. The patient is listed alive with no injury at the time of the complaint.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of device. The event report alleges the product was used in a surgical procedure. The visual inspection of the returned product noted there were gouges on the distal end of the trocar. The 5mm cannula was not received. The condition of the device precluded functional testing. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the gouges on the distal end of the trocar may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
The bleu fragments have been taken off by another trocar.